Manufacturer narrative:
Lens met all mfg specs prior to release. The product was not saved by the account; therefore, was not available for eval. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the haptic punctured the capsule after inserting the lens into the eye. A vitrectomy was done. The lens was not saved. The pt received an anterior chamber lens. No further injury was reported.